Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with 375cc mentor memorygel breast implants experienced spontaneous bilateral rupture with pain post procedure. The ruptures were discovered through mammography. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-06028 for contrlateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 6665643 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).